Event description:
Description from the customer report: oxygenator began to slowly leak from the gas outlet port. The device was replaced. No consequence for the pt was reported. (B)(4). MFR ref #: 8010762-2015-00383.